Event description:
On 10/16/96, the facility or inventory mgr contacted a MFR representative and reported that the pt had been scheduled for surgery and upon opening the device package in the or, the device j-wire was discovered to be cracked. Another device was not available to complete the surgery. As a result, the surgery was canceled and a new device ordered for surgery at a later date.